Event description:
Patient with pulseless arrest. CPR started, CPR (onestep) pads applied. After 2 minutes of compressions pads noted to be "not sticking" to the patient, adhesive rolled up under pad, second set of CPR (onestep) pads quickly replaced by team, patient defibrillated and compressions resumed. Product retuned to zoll, this is the third event in the last few months.